Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence five days after initial activation. Upon explant of the device, a tear was found in the middle of the cuff, between the mesh and urethral facing side of the cuff, resulting in a fluid leak. The physician did not suspect that the cut in the cuff was done while the patient had the device. The aus was replaced, and there were no patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the pump and balloon found no abnormalities and passed the leak testing performed. Examination of the cuff identified a tear along the median of the cuff shell and a pinhole along the lateral edge of the cuff shell, which is consistent with sharp instrument damage. A tool mark was found near the pinhole. Based on the information available, the reported observations were confirmed.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence five days after initial activation. Upon explant of the device, a tear was found in the middle of the cuff, between the mesh and urethral facing side of the cuff, resulting in a fluid leak. The physician did not suspect that the cut in the cuff was done while the patient had the device. The aus was replaced, and there were no patient complications reported.